Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated. There was no patient involvement, the complainant is not aware of any surgical delay, need for medical intervention, or if the procedure was completed successful.

Event description:
The user facility reported that the device overheated. There was no patient involvement, the complainant is not aware of any surgical delay, need for medical intervention, or if the procedure was completed successful.